Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was flipped and wires were wrapped around the device due to patient had twiddler syndrome. A system revision was performed. The ICD remains in service. No additional adverse patient effects were reported.